Event description:
It was reported that the handpiece continued to run after the footswitch was released. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. The technician was unable to duplicate the alleged event. Preventative maintenance was performed on the handpiece and has since been returned to the customer.